Event description:
The ostial diagonal was pre-dilated with a trek 2.0 x 12 mm and a 2.5 x 12 mm balloon catheter. The xience v 2.5 x 15 mm would not cross the lesion and was removed from the patient's anatomy. Then the xience v 2.5 x 08mm was attempted and it also would not cross the lesion. Upon removal, the stent dislodged. A trek balloon catheter was used to compress the dislodged stent into the vessel wall. The patient was left with balloon angioplasty and medical management. There was no adverse patient sequela. All significant available information has been received.

Manufacturer narrative:
(B)(4). The 2.5 x 08 mm xience v delivery system (sds) was not returned for analysis which may have assisted in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The anatomical conditions were not reported, however, the failure to cross is typically not associated with a product quality deficiency. It is possible that an interaction with the lesion/anatomy during advancement in the lesion may have resulted in disruption of the stent on the balloon and upon withdrawal, the stent dislodged as it interacted with the guiding catheter. There was no damage noted to the stent or sds prior to use which suggests a product deficiency contributed to the reported difficulties. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. There is no indication of a product quality deficiency.